Manufacturer narrative:
Corrected: b5, d1, g1.

Event description:
Previous emdr submission noted unit leak. Upon further review by abbvie medical safety physicians, it has been determined that there is no unit leak. Hence, the record is no longer reportable.

Event description:
A coolsculpting treatment provider reported to allergan aesthetics that their coolsculpting unit was leaking and the provider reported receiving a z403-319 (coolant level is low) message.

Manufacturer narrative:
Coolant leak is a known failure mode in the coolsculpting risk documents. Investigation is ongoing. A supplemental report will be submitted if and when additional information is obtained.